Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was over 400 mg/dl. The customer reported that the customer had high blood glucose level and the insulin pump stopped working and started beeping. The customer was not feeling well and was on the verge of going to hospital. The insulin pump received no delivery alarm. The insulin pump will not be returned for analysis.